Event description:
It was reported that the colonovideoscope displayed a scope communication error message. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,g4, h2,h3, h6and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the malfunction was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.